Event description:
A foreign user facility reported that five or six patients sustained a burn of unknown severity to an unknown anatomical area following treatment with a bios splendor x device. No report of serious injury or medical intervention has been received except for the initial report from the user facility. This compliant represents all 5-6 patients as no incident forms were sent. In addition, this is the second complaint with same reported issue as complaint (B)(4) which was reported to cfda.